Event description:
An erroneously elevated troponin (accu tnl) result from a single pt that was generated by the unicel dxl 800 access instrument. The accu tnl result was 4.68ng/ml.the accu tnl result was reported out of the lab and questioned by the physician that it did not fit the clinical picture of the pt. The customer indicated that a possible fibrin floating in the sample was noted. The customer re-peat accu tnl testing using different sample tubes which were drawn at the same time as the original tube. The customer obtained two (2) results of 0.00ng/ml on the re-peat testing (unk if sample was tested twice, or ran in duplicate). The customer did not receive any report of pt injury requiring medical intervention that can be attributed to or connected with this event.